Event description:
It has been reported to hill-rom that a pt allegedly fell while being transferred by a hill-rom/liko viking m pt lift. The injury from the fall was reported as death. Ref MFR report 8030916-2013-00051.